Event description:
My pump was not administering insulin and did not alert me to "no delivery" which is the safety setting. My blood sugar rose quickly and after repeated attempts to administer insulin, I took a manual injection of insulin into my right arm and went straight to the emergency room. I was immediately diagnosed with diabetic ketoacidosis and proteinuria and put on IV insulin and 30 minute blood glucose checks.